Event description:
The patient was hemodynamically stable however a little anxious due to being unaware what the ringing was coming from. The iabp device and cables were quickly switched out. The replacement device worked and performed with no issues, patient continued to be hemodynamically stable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The below parts are replaced as a precautionary measure for patient safety. Scroll compressor and temperature probe , assembly safety disk, screw kit.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) ringing noise for not auto filling and the line was and it read a message on the screen that the device overheated.the patient was hemodynamically stable however a little anxious due to being unaware what the ringing. There was no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1 (B)(6). Corrected field : b5 , h6 ( health effect ¿ impact codes ) , e1 ( event site address updated fields: b4,d8, d9, g1( contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The logs did not reveal any temperature related alarms. The fse replaced the scroll compressor (0119-00-0236) and the threaded probe temperature sensor (0206-00-0734) as a precaution. The unit passed all calibrations, functional tests, and electrical safety checks to factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has a system over temperature alarm". No harm or injury reported.